Event description:
It was reported that upon opening the liquid bottle of methylmethacrylate, the bottle exploded or disintegrated in the crna's hands. The room became inundated with the smell. It was further reported that crna had a decreased and altered sense of smell for a few days. During exposure he had burning of the eyes, but it was temporary.